Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular [rv] lead had a high number of sensing integrity counts [sic], noise was seen on the patient's electrogram and a lead integrity alert [lia] was triggered. It was also reported that an rv lead fracture is suspected. All detections and alerts were programmed off. The rv lead is being monitored and remains in use. No patient complications have been reported as a result of this event.